Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing noted on the stored electrogram (egm). Follow-up with the physician's office did not yield any additional relevant information. The atrial lead remains in use. No patient complications have been reported as a result of this event.